Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400605225. Investigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 57 seconds or 101% of expected accuracy. Log review on 6/4/2023 and 4:04pm shows an infusion start of 15ml/hr and 101.6ml (6.7hrs). At 7:19pm infusion was stopped with a volume infused to 48.58ml. No further infusions took place. Perform preventive maintenance service.

Event description:
As reported by the user facility: medication was delivered faster than programmed.